Event description:
It was reported that during a neck surgery, the patient received multiple shocks and aborted shocks. Several magnet responses were observed. It is believe the magnet was moving around during the surgery. A message of possible output circuit damage was observed. Device image revealed multiple high voltage charges. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the alert for possible output circuit damage. However, no damage was present in the device. The device passed all bench and automated test. The high voltage output circuit was intact and delivered high voltage successfully. The stored electrogram at the time of the alert condition detection was reviewed, it was found that the device had been detecting simultaneous noise on all stored sensing channels which caused false detections of the output circuit damage and diagnosed for vf.